Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, there was insulin remaining in the cartridge at the time of these alarms. Customer's blood glucose level ranged between 108-127 mg/dl. Reportedly, a supply change was performed to address the issue.